Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode and received appropriate anti-tachycardia pacing (atp), but the atp did not convert the rhythm. Programming changes were made. There were no adverse health consequences to the patient.